Event description:
It was reported via repair work order that there was fluid ingress to the mattress due to a damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced.